Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The presence of corrosion in the device was identified as the probable cause of the reported bias current message. The device was repaired and returned to the user facility.